Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the pyxis medstation es (aux drawer 5.1 and 5.2 failure, device not on bus) was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) reported that the hh cubie drawer was found to have failed and was missing from the medication application configuration. To address the issue, the hh cubie bus module controller board was replaced. Additionally, the row board cable connections were reseated to ensure proper contact. All cubie trays and pockets were also reseated to restore alignment and connectivity. After performing these corrective actions, system tests were conducted, and all pockets and the drawer were successfully recovered. During dchu visual inspection confirms, one (1) pcba pmc v1.06/v0.09bl hh (sn (B)(6)) was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Dchu internal procedures using a digital multimeter, continuity tests were performed on fuse f201, confirming correct operation of all components. Subsequent measurements of resistors, capacitors, diodes, and other elements showed no anomalies, validating system integrity. The hardware test application (hta) tests were completed successfully, confirming proper device functionality with no anomalies or intermittence observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (aux drawer 5.1 and 5.2 failure, device not on bus) could not be identified. No faults or anomalies were observed throughout the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that device not detected on bus. As per part investigation, it was determined that no faults or anomalies were observed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the half height cubie drawer was failed. A field service engineer (fse) had replaced the half-height cubie bus module controller board, reseated the row board cable connections, and reseated all cubie trays and pockets. The system functioned as intended after the field service engine repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.